Manufacturer narrative:
The device was not returned to olympus for evaluation yet. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the connector was broken and there was no image on the high definition lcd monitor during a diagnostic gastrointestinal (gi) procedure. The staff had to move the cable at times to regain the video. The display issue reportedly did not cause lengthy interruptions, and cable repositioning to restore the video took about 10 to 20 seconds. There was no patient impact, no additional medical intervention was needed, and the procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely due to a worn serial digital interface (sdi) terminal, resulting in no/intermittent image. Olympus will continue to monitor field performance for this device.